Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 6.2 was not detected on the bus. A field service engineer (fse) reset the connections to the drawer and ensured that the firewall was turned off. After inspecting all drawer connections and clearing trash and debris from the pockets, the fse reseated the pockets. Once all components were reassembled, the station was powered back on. The customer tested the drawer in the user application, and the fse verified its functionality using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device eval by manufacturer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer was not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.